Event description:
It was reported that the ventricular lead had high capture threshold. The bipolar capture threshold was 6 v, and the bipolar impedance was 461 ohms. The lead was to be extracted.

Manufacturer narrative:
Na